Event description:
Part of a suture needle broke off when passing it through the bone. Radiologist unlikely to see object, if seen on x-ray no intervention needed, per consulting physician. (Not seen on x-ray) package and other portion of device were disposed of.